Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced due to low impedance and noise. No patient symptoms were reported. No further information could be obtained.